Event description:
It was reported that during a lap chole procedure, a new box of three kits were opened and when they went to open the unit in question, the seal wrap was not completely stuck all the way around and so the unit was not sterile. There were no patient consequences. Case completed with another kit/tray. One kit/tray was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.